Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica) using a penumbra system 5max reperfusion catheter and a penumbra system 3max reperfusion catheter. During the procedure, the 5max and 3max reperfusion catheters were advanced coaxially to the occluded area where aspiration was conducted with a syringe. The 5max reperfusion catheter and 3max reperfusion catheter where then advanced to the ic cavernous were a quantity of the clot was aspirated with the syringe. A rapidtransit was inserted into the 3max reperfusion catheter and the 5max reperfusion catheter into a triple coaxial system. The physician then removed the 3max reperfusion catheter and the rapidtransit out of the 5max reperfusion catheter in front of the ic ophthalmic artery. Angiography indicated that dye was oozing out of the ica. Coil embolization and decompression was then performed. Physician's comment: I am not sure when the perforation happened or with which device or guide wire could have caused it.

Manufacturer narrative:
Conclusion: perforation is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00372. Device was disposed of by the hospital.